Event description:
Healthcare professional reported right side capsular contracture baker grade iii confirmed intraoperatively. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional, also reported, right side capsular contracture, baker grade iii. Resulting in implant folding.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Crease/folding of implant: observed, crease fold on the device. Additional observations: wear abrasion observed, on the device. White particles observed, on the device. Deformation device observed, on the device.